Event description:
It was reported that the patient was admitted to the hospital and gave some steroids due to pain in the abdomen, some numbness in the groin area and some weakness in the leg causing the patient to fall. Pain started after patient lifted herself while seated in the car. The physician believed it was muscle spasm. It was not device related and unknown if it was procedure related. Imaging showed no problems at this time. The patient was expected to fully recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 769134.

Event description:
It was reported that the patient was admitted to the hospital and gave some steroids due to pain in the abdomen, some numbness in the groin area and some weakness in the leg causing the patient to fall. Pain started after patient lifted herself while seated in the car. The physician believed it was muscle spasm. It was not device related and unknown if it was procedure related. Imaging shows no problems at this time. The patient was expected to fully recover. Additional information was received that the experienced impaired mobility and decreased lower extremity sensation. The patient underwent an explant procedure. All explanted device components were kept by the facility and were not returned.